Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture of implant causing breast pain.

Event description:
Patient's representative reported "an injury sustained as a result of faulty natrelle breast implants." This record relates to left side. Device has been explanted. Subsequently, patient's representative confirmed that "adverse reaction - rupture of implant causing breast pain - left side."